Event description:
Baxter received an additional used sample for evaluation, for the reported event of crack on the minicaps (originally reported under report number 1423500-2011-00858). No patient injury or medical intervention was reported in association with this event.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint defect was confirmed in the actual sample. A root cause of crack was not determined. Functional testing did not confirm leak. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.